Event description:
This case was initially received via regulatory authority (B)(4) ) on 04-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of abdominal pain ("strong belly ache") in a female patient who had essure (batch no. 927079) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and haemorrhage ("haemorrhage"). On (B)(6) 2014, the patient experienced eczema ("eczema patches"), dysmenorrhoea ("pain during menstruations") and menorrhagia ("haemorrhage during menstruations"). On (B)(6) 2014, the patient experienced metrorrhagia ("bleeding between menstruations"), vaginal discharge ("discharge") and the first episode of abdominal distension ("bloated belly"). On (B)(6) 2014, the patient experienced insomnia ("insomnia"), the second episode of abdominal pain ("cramps") and myalgia ("muscle pain"). On (B)(6) 2014, the patient experienced fatigue ("sensation of important tiredness"). In (B)(6) 2014, the patient experienced dizziness ("dizziness problems"), back pain ("lumbar pain") and nervous system disorder ("early neurological problems"). In 2015, the patient experienced neuralgia ("neuralgia"), headache ("headache") and the first episode of weight increased ("weight gain"). In (B)(6) 2018, the patient experienced allergy to metals ("proven allergy with nickel"). On an unknown date, the patient experienced tendonitis ("chronic tendinitis arm, shoulder, hand"), hypoaesthesia ("numbness or formication sensation in hands or feet"), muscle spasms ("muscle spasms"), trigeminal neuralgia ("neuralgia in trigeminus nerve"), renal disorder ("heaviness in kidney and ovary"), adnexa uteri pain ("heaviness in kidney and ovary"), night sweats ("night sweating"), menstruation irregular ("irregular menstruations"), gynaecological examination abnormal ("abnormal gynecological examinations"), toothache ("teeth pain"), nausea ("nausea"), the second episode of abdominal distension ("bloating"), adverse event ("gurgle"), gastrointestinal disorder ("intestinal disturbance"), the second episode of weight increased ("weight gain"), sleep disorder ("sleep disorders") and depression ("depression"). The patient will be treated with surgery (removal of essure was to be performed on (B)(6) 2018). At the time of the report, the genital haemorrhage, haemorrhage, eczema, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal discharge, insomnia, the last episode of abdominal pain, myalgia, fatigue, dizziness, back pain, nervous system disorder, neuralgia, headache, tendonitis, hypoaesthesia, muscle spasms, trigeminal neuralgia, renal disorder, adnexa uteri pain, night sweats, menstruation irregular, gynaecological examination abnormal, toothache, nausea, the last episode of abdominal distension, adverse event, gastrointestinal disorder, the last episode of weight increased, sleep disorder, depression and allergy to metals outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, adverse event, allergy to metals, back pain, depression, dizziness, dysmenorrhoea, eczema, fatigue, gastrointestinal disorder, genital haemorrhage, gynaecological examination abnormal, haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, menstruation irregular, metrorrhagia, muscle spasms, myalgia, nausea, nervous system disorder, neuralgia, night sweats, renal disorder, sleep disorder, tendonitis, toothache, trigeminal neuralgia, vaginal discharge, the first episode of abdominal distension, the first episode of abdominal pain, the first episode of weight increased, the second episode of abdominal distension, the second episode of abdominal pain and the second episode of weight increased with essure. The reporter commented: events occurred between 2014 and 2018. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 7-jun-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2262 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1809255) on 04-jun-2018. The most recent information was received on 03-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of abdominal pain ("strong belly ache") in a female patient who had essure (batch no. 927079) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding, haemorrhage"). On (B)(6) 2014, the patient experienced eczema ("eczema patches"), dysmenorrhoea ("pain during menstruations") and menorrhagia ("haemorrhage during menstruations"). On (B)(6) 2014, the patient experienced metrorrhagia ("bleeding between mentruations"), vaginal discharge ("discharge") and the first episode of abdominal distension ("bloated belly"). On (B)(6) 2014, the patient experienced insomnia ("insomnia"), the second episode of abdominal pain ("cramps") and myalgia ("muscle pain"). On (B)(6) 2014, the patient experienced fatigue ("sensation of important tiredness"). In (B)(6) 2014, the patient experienced dizziness ("dizziness problems"), back pain ("lumbar pain") and nervous system disorder ("early neurological problems"). In 2015, the patient experienced neuralgia ("neuralgia"), headache ("headache") and the first episode of weight increased ("weight gain"). In (B)(6) 2018, the patient experienced allergy to metals ("proven allergy with nickel"). On an unknown date, the patient experienced haemorrhage ("haemorrhage"), tendonitis ("chronic tendinitis arm, shoulder, hand"), rotator cuff syndrome ("chronic tendinitis arm, shoulder, hand"), hypoaesthesia ("numbness or formication sensation in hands or feet"), muscle spasms ("muscle spasms"), trigeminal neuralgia ("neuralgia in trigeminus nerve"), renal pain ("heaviness in kidney and ovary"), adnexa uteri pain ("heaviness in kidney and ovary"), night sweats ("night sweating"), menstruation irregular ("irregular menstruations"), gynaecological examination abnormal ("abnormal gynecological examinations"), toothache ("teeth pain"), nausea ("nausea"), the second episode of abdominal distension ("bloating"), adverse event ("gurgle"), gastrointestinal disorder ("intestinal disturbance"), the second episode of weight increased ("weight gain"), sleep disorder ("sleep disorders") and depression ("depression"). The patient was treated with surgery (removal of essure was to be performed on 15-jun-2018). At the time of the report, the allergy to metals, genital haemorrhage, eczema, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal discharge, insomnia, the last episode of abdominal pain, myalgia, fatigue, dizziness, back pain, nervous system disorder, neuralgia, headache, tendonitis, rotator cuff syndrome, hypoaesthesia, muscle spasms, trigeminal neuralgia, renal pain, adnexa uteri pain, night sweats, menstruation irregular, gynaecological examination abnormal, toothache, nausea, the last episode of abdominal distension, adverse event, gastrointestinal disorder, the last episode of weight increased, sleep disorder and depression outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, adverse event, allergy to metals, back pain, depression, dizziness, dysmenorrhoea, eczema, fatigue, gastrointestinal disorder, genital haemorrhage, gynaecological examination abnormal, haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, menstruation irregular, metrorrhagia, muscle spasms, myalgia, nausea, nervous system disorder, neuralgia, night sweats, renal pain, rotator cuff syndrome, sleep disorder, tendonitis, toothache, trigeminal neuralgia, vaginal discharge, the first episode of abdominal distension, the first episode of abdominal pain, the first episode of weight increased, the second episode of abdominal distension, the second episode of abdominal pain and the second episode of weight increased with essure. The reporter commented: events occurred between 2014 and 2018. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-jul-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2299 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1809255) on 04-jun-2018. The most recent information was received on 19-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of abdominal pain ("strong belly ache") in a female patient who had essure (batch no. 927079) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). On (B)(6) 2014, the patient experienced eczema ("eczema patches"), dysmenorrhoea ("pain during menstruations") and menorrhagia ("haemorrhage during menstruations"). On (B)(6) 2014, the patient experienced metrorrhagia ("bleeding between mentruations"), vaginal discharge ("discharge") and the first episode of abdominal distension ("bloated belly"). On (B)(6) 2014, the patient experienced insomnia ("insomnia"), the second episode of abdominal pain ("cramps") and myalgia ("muscle pain"). On (B)(6) 2014, the patient experienced fatigue ("sensation of important tiredness"). In (B)(6) 2014, the patient experienced dizziness ("dizziness problems"), back pain ("lumbar pain") and nervous system disorder ("early neurological problems"). In 2015, the patient experienced neuralgia ("neuralgia"), headache ("headache") and the first episode of weight increased ("weight gain"). In (B)(6) 2018, the patient experienced allergy to metals ("proven allergy with nickel"). On an unknown date, the patient experienced haemorrhage ("haemorrhage"), tendonitis ("chronic tendinitis arm, shoulder, hand"), rotator cuff syndrome ("chronic tendinitis arm, shoulder, hand"), hypoaesthesia ("numbness or formication sensation in hands or feet"), muscle spasms ("muscle spasms"), trigeminal neuralgia ("neuralgia in trigeminus nerve"), renal pain ("heaviness in kidney and ovary"), adnexa uteri pain ("heaviness in kidney and ovary"), night sweats ("night sweating"), menstruation irregular ("irregular menstruations"), gynaecological examination abnormal ("abnormal gynecological examinations"), toothache ("teeth pain"), nausea ("nausea"), the second episode of abdominal distension ("bloating"), adverse event ("gurgle"), gastrointestinal disorder ("intestinal disturbance"), the second episode of weight increased ("weight gain"), sleep disorder ("sleep disorders") and depression ("depression"). The patient was treated with surgery (removal of essure was to be performed on (B)(6) 2018). At the time of the report, the allergy to metals, genital haemorrhage, eczema, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal discharge, insomnia, the last episode of abdominal pain, myalgia, fatigue, dizziness, back pain, nervous system disorder, neuralgia, headache, tendonitis, rotator cuff syndrome, hypoaesthesia, muscle spasms, trigeminal neuralgia, renal pain, adnexa uteri pain, night sweats, menstruation irregular, gynaecological examination abnormal, toothache, nausea, the last episode of abdominal distension, adverse event, gastrointestinal disorder, the last episode of weight increased, sleep disorder and depression outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, adverse event, allergy to metals, back pain, depression, dizziness, dysmenorrhoea, eczema, fatigue, gastrointestinal disorder, genital haemorrhage, gynaecological examination abnormal, haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, menstruation irregular, metrorrhagia, muscle spasms, myalgia, nausea, nervous system disorder, neuralgia, night sweats, renal pain, rotator cuff syndrome, sleep disorder, tendonitis, toothache, trigeminal neuralgia, vaginal discharge, the first episode of abdominal distension, the first episode of abdominal pain, the first episode of weight increased, the second episode of abdominal distension, the second episode of abdominal pain and the second episode of weight increased with essure. The reporter commented: events occurred between 2014 and 2018. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-jul-2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.